Manufacturer narrative:
Evaluation summary: the product was not returned for analysis, the device remains implanted. Results from the product history record review indicated the lens met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. No further information is expected. (B)(4).

Event description:
The healthy authority received a report of bilaterally implanted intraocular lenses (iol)s in a patient with defects in the material creating glistenings or refractive anomalies in the matrix of the lens. The defects have created disabling glare effects. No further information is expected. There are two medical device reports associated with this patient. This report is for the left eye.